Manufacturer narrative:
(B)(4). An evaluation of the device was conducted. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A lab titanium adapter was functionally hand tightened to the transfer set with difficulty noted. Dimensional inspection of the returned transfer set identified that the device met specifications. The root cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported that when she was changing a transfer set, the set spontaneously disconnected from the titanium adapter. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h11k10020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.